Manufacturer narrative:
Initial reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-14396. It was reported the patient experienced ineffective stimulation. X-rays indicated one of the leads had migrated. In turn, both leads were explanted and replaced. Therapy was restored postoperatively.

Event description:
Additional information received indicates that both the leads had migrated.

Manufacturer narrative:
No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.